Manufacturer narrative:
Submitted: (B)(6) 2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: device evaluation: the display was found to be dim/faded and discolored.

Event description:
The pump was returned for investigation. Investigation revealed a display issue; the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery. This report is made based on results of investigation completed on (B)(6) 2016.